Event description:
Patient called lfs in 2003 alleging that test strips were reading inaccurately high. They reported that they performed two control tests. The control range is 107-144. The first control test result was 263 mg/dl and the second test result was 300 mg/dl. The patient then ran a control test with a test strip from a new vial and the result was 131 mg/dl, which is within range. The pt contacted their physician for advice because they were experiencing symptoms of shakiness, weakness, headache, and blurry vision. Physician advised patient to take their oral medication. No further info has been reported.